Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high/undefined pacing impedance and non-sustained ventricular tachycardia episodes and a fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.